Event description:
The physician reported that while performing an inspiration referral registration, the anatomical landmarks looked accurate, but when they were collecting points, the left carina was virtually showing on the right side of the patient. The radiographic planar view was toggled off. Veran navigation was not used to complete the case. The procedure was completed with radial endobronchial ultrasound (rebus). Although there was no patient injury or impact, there was reportedly a 30-minute delay while the patient was under anesthesia. This event is being reported as an adverse event due to the 30-minute delay while the patient was under anesthesia.

Manufacturer narrative:
Software version 4.3.1. The device was not returned to veran for evaluation. There is insufficient information to determine the root cause of the reported event and if there was a malfunction of the device. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.